Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device plastic tip between the jaws broke and the customer confirmed that a part of the device detached. The issue occurred during a therapeutic esophagectomy. There were no reports of patient harm however the patient a required additional anesthesia. The procedure was completed with a similar device. Though the patient required additional anesthesia, there was no report of any significant delay nor was there any indication that any part of the device fell inside the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Device was returned for evaluation. The customer's allegation was not confirmed. The device evaluation found the tissue pad in the grasping section was intensively worn away, but no tissue pad was peeled away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the wearing and tearing of the tissue pad is likely occurred by the following mechanism: -the tissue pad was worn and partially torn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. A definitive root cause of the customer's allegation could not be identified. The following is included in the device instructions for use(IFU): ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of this device.